Manufacturer narrative:
Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, serial number label missing, end cap address label faded and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s father reported via voicemail that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s father reported that the plastic ring a top the reservoir compartment has come loose. The customer did not troubleshoot the issue. The customer¿s father was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.